Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using proglide devices with a 6f sheath after a coronary interventional procedure. Reportedly, suture breaks occurred with all three devices. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.